Event description:
It was reported that the patient presented for a routine device change out procedure. During the procedure, after inserting the lead into the implantable cardioverter defibrillator (ICD)'s header, it was noted that the ICD exhibited failure to pace, and the patient experienced cardiac arrest. The lead was then disconnected and pacing was provided via the pacing system analyzer (psa), resolving the arrest. While attempting to disconnect the lead, it was noted that it was difficult to remove the lead from the ICD. The ICD was not used and a new ICD was implanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of pacing output anomaly could not be confirmed. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.